Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex reg pain syndrome type I. It was reported the patient had hallucinations after a pump increase. The programming date from the most recent refill was (B)(6) 2013 at 9:51. The patient reported a return of hallucinations on (B)(6) 2013. The patient heard bugs falling out of her left ear and hid in the pillow. The patient had seen bugs in her food and threw the food away. The patient thought her pump exploded while in the bathtub. The event resulted in in-patient or prolonged hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The pump medication dose was decreased on (B)(6) 2013. The pump medication dose was decreased on (B)(6) 2013. The pump medication dose was decreased on (B)(6) 2013. A computerized tomography (CT) scan was done on (B)(6) 2013 with the results noted as normal/unremarkable. The pump medication dose was decreased on 2013-05-22. Risperdal was prescribed and administered on (B)(6) 2013. The pump medication dose was decreased on (B)(6) 2013. The pump medication dose was decreased on (B)(6) 2013. On (B)(6) 2013 the therapy was suspended. The pump was washed out with saline (20mg/ml). The entire system was explanted on (B)(6) 2014 and was not replaced. The outcome of the event was noted as resolved without sequelae on (B)(6) 2014. The event was noted as possibly related to the device or therapy and possibly related to the intrathecal medication. The drug action that caused the event was noted as increased dose of fentanyl. The event was noted as not related to the implant procedure. Follow-up was being conducted to obtain the concentration and dose of the drug being delivered via the device, other medications being taken at the time of the event, and the patient's pertinent medical history. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a hcp. No other medications were listed on the patient's medication form. Patient's medical history included pain, high blood pressure, and bell's palsy with residual paralysis on the left side of the face. The clinical diagnosis of the event was drug side effects.

Event description:
Additional information was received from a healthcare provider via a post-market clinical study. It was reported that, at the time of the event, the patient was receiving fentanyl [50 mcg/ml] at a rate of 11.555 mcg/day via intrathecal drug delivery pump.